Event description:
It was reported that a large volume intermate had a black mark on its filter. This was found after the device was filled with ciprofloxacin and before patient use. There was no patient involvement. No additional information is available. This is report 2 of 5.

Manufacturer narrative:
(B)(4). (B)(6). This lot was manufactured from june 05, 2014 to june 06, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.